Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was started for customer inspection the touch screen did not work. After rebooting the device the problem continued. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the problem was not recurring when checked by fse. The touch screen assembly (0160-00-0123) was replaced because when the machine was brought back to the office for verification, the touchscreen was sometimes slow to respond, so it was replaced, and it was confirmed that the problem did not recur. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The failure analysis and testing department received the following part associated with this complaint: wpga touchscreen 12.1¿¿ this part was received with a reported unit failure message of touchscreen did not work. Performed visual inspection of this part received and part looks to be in good condition. Installed touchscreen assy 12.1¿¿ into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual performed functional tests and passed. The failure analysis and testing department could not verify the failure message of touchscreen not working. Touchscreen works correctly and passed testing. Retaining touchscreen assy 12.1¿¿ in the fat dept. Per company procedure probable root causes if the screen freezes it is most likely that the vgen is non-responsive and the watchdog will fire causing the vgen reset to occur, therapy will continue during the video reset or video generator pcba could enter a data starved state due to a loss of communication with the pump console leading to a blank/frozen display scenario and identified through 111/112 failure codes found in the fault journal.